Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading at the time of the report was 210 mg/dl. The customer's doctor requested that the customer receive additional training on the insulin pump. Nothing further was reported.